Event description:
It was reported that upon interrogation, the left ventricular lead exhibited loss of capture in all vectors due to exit block. The lead was programmed off. The lead was explanted on (B)(6) 2014. The patients condition was stable after the event.